Event description:
The customer reported that while the iabp was in use on a patient during transport, the iabp shutdown after one hour of use. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative replaced the batteries (part number: 0146-00-0039). In an unrelated repair the safety disk was also replaced. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).